Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error. Correction: section b5: in previous report, it should have stated "additional information received indicated that the patient stopped charging their ipg for unknown reason and later the ipg became inoperable. The patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue" instead of "additional information received indicated that the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue".

Event description:
Additional information received indicated that the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was unable to communicate with external devices and the patient lost stimulation. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.